Event description:
It was reported that an ilet device was dropped, resulting in a cracked screen that became unusable and prevented the caregiver from unlocking the device to provide a meal announcement. Symptoms included no injury. Outcomes included interruption of device use. Investigation included device replacement logistics and user guidance to power down the device and use the dexcom g7 app or receiver for cgm continuity, with data syncing to the mobile app prior to return. Investigation of this case revealed physical damage to the display consistent with accidental impact. It was concluded that the event was due to user-handling damage, with no injury reported and with replacement arranged; device data would not transfer and the replacement must undergo standard startup.